Manufacturer narrative:
One used burr was returned for evaluation. Visual inspection confirmed that the adapter body is cracked at the base of the outer tube, likely due to excessive lateral load which caused a misalignment between the inner and outer tube resulting in abrasion at the base of the inner blade. The bushing was severely scored 360 degrees providing additional evidence of excessive side load. No root cause related to the manufacture of the device can be established. . Review of the device history records were performed which confirmed no inconsistencies (B)(4). The root cause for incidence was determined to be user error. (B)(4).

Event description:
During a subacromial decompression it was reported that the surgeon was using a dyonics 4.0mm elite stonecutter burr and during the surgery metal shavings came out while burring the bone. The site was flushed and suctioned prior to closing the patient portal and the metal shavings were removed from the patient.